Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the u.s and not sold in the u.s. Result: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 92929 with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 92929 was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported the bd vacutainer® cat plus blood collection tubes were having incorrect color, no report of medical interventions or serious injury.